Event description:
It was reported that the patient became syncopal in the emergency room and twelve second pauses without ventricular capture were noted. The ventricular capture thresholds were high. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.